Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to clogging of the jet tube in control unit, the water could not be supplied. In addition, the device evaluation observed following non-reportable findings: the suction cylinder had no color, the circuit board unit in the scope connector and the scope connector case unit both had corrosion due to water leakage, error code e315 (unsupported scope error) occurred due to a corrosion on the plug unit, the bending angle in down direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the light guide lens and the adhesive around the light guide lens both had a chip, the bending tube was deformed, the adhesive on the bending section cover was detached, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigations, circuit board in s-connector was corroded due to water invasion causing the electrical components to be damaged and the error message e315 was displayed. Additionally, white foreign material adhered to auxiliary water channel. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states detection methods in olympus cf-ez1500dl/I operation manual 3.3 inspection of the endoscope¿3.8 inspection of the endoscopic system. ¿ IFU states prevention measures in olympus cf-ez1500dl/I reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.